Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced rising blood glucose after installing a new cartridge, with the highest glucose of 287 mg/dl and approximately 12 hours above target, and troubleshooting suggested the infusion set or connector was deployed or attached incorrectly; insulin delivery was resumed after a full supply change and glucose began trending downward. Symptoms included hyperglycemia. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no leaks, kinks, or bent cannula on inspection, and resolution occurred after replacement of supplies and reconnection. It was concluded that incorrect infusion set deployment or connection likely contributed to hyperglycemia, and user education on appropriate meal announcements and contacting support for delivery abnormalities was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.